Event description:
A report was received that the patient was experiencing warmth at the ipg site when the device was off and pain at the ipg site when sitting down. The patient was prescribed with topical lidocaine.

Manufacturer narrative:
Additional information was received that the patient was still having pocket pain and still applying the topical lidocaine as instructed by the physician. Database analysis of the battery discharge revealed no anomalies.

Event description:
A report was received that the patient was experiencing warmth at the ipg site when the device was off and pain at the ipg site when sitting down. The patient was prescribed with topical lidocaine.